Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vertical sleeve gastrectomy, when the surgical tech loaded the reload into the powered stapler, both the surgeon and the surgical tech attempted to open the jaws of the reload, but it did not open. The device did make the end tone and was able to be disengaged from the adapter while closed. The issue did not occur during cycling. A new reload with the same handle and adapter was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n3h2461y); unk-sigadapt, unknown signia egia adapter (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vertical sleeve gastrectomy, when the surgical tech loaded the reload into the powered stapler, both the surgeon and the surgical tech attempted to open the reload, but it did not open.  The device did make the end tone and was able to be disengaged from the adapter while closed. A new reload was used to resolve the issue. No patient injury.